Event description:
It was reported that the 8800 system intermittently loses output to the c-arm when the interconnect cable is moved. No patient injury is reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The lemo pin connector was replaced during the service call. The system was found to be working and put back into service.